Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported paramedics and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been seen by paramedics due to hypoglycemia. The patient's blood glucose levels decreased to 29 mg/dl while wearing the pod. Symptoms reported include fatigue, sweating, and feeling confused. The patient was treated with IV (intravenous) fluids. The patient did not need to be transported to the hospital. The pod was worn when seeking medical attention but during the patient's confusion was ripped off the infusion site. Additionally, the patient believes he was in manual mode after having a automated delivery restriction alert and forgot to switch it back to automated before going to bed.